Event description:
It was reported that during set up / inspection for use, the subject flex video scope device had an e315 error. There was no harm or injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use, the bronchovideoscope had a e218 error. There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5 - describe event or problem updated to add the common device name. The device was returned to olympus for inspection, and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: e218 (scope malfunction). Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined but, the e218 scope malfunction was likely due to corrosion of the plug unit. Olympus will continue to monitor field performance for this device.